Event description:
It was reported that the patient presented via merlin.net. Transmission revealed variable and out of range high voltage lead impedance. The patient was pacemaker dependent. The patient was brought in-clinic on (B)(6) 2018 where their implantable cardioverter defibrillator was programmed to voo with tachy therapy off. Oversensing was then observed. There was also a setscrew anomaly noted during explant procedure. The device was explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
The reported field event of high defibrillation impedance was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and the cause of the high impedance was due to high resistance across a transistor. No other anomalies were noted.